Manufacturer narrative:
Findings: pump was monitored for 48 hours with multiple basal rates. No blank display/turn off or display anomaly noted during testing. Unit function properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. All operating currents were normal. No damage inside pump noted. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is cracks on reservoir and battery compartment. The customer is unsure how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call indicating that he had high and low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer declined to troubleshoot for high blood glucose or low blood glucose and blank display.